Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided to confirm any alleged deficiency to the port. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that one month and twenty-seven days post a port placement, the patient allegedly developed bloodstream infection. Reportedly, the device was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: medical record reviewed. The medical record alleges that port was placed to a patient with the history of pancreatic adenocarcinoma. The placement procedure was taken place by making an insertion at the left deltopectoral groove and yeah dissection was carried down to the cephalic vein which was found to be an adequately quality and the distal ligature was placed. A small venotomy was made and the port-a-cath was easily fed to the superior vena cava right atrial junction with the placement being confirmed by the fluoroscopy. The port was subsequently secured to the chest wall. At the termination of the procedure the port and catheter were aspirated and flushed easily, at this time the wound was irrigated with saline and hemostasis assured. Approximately 3 months later yeah bloodstream infection was absurd and two days later the port was removed from the subclavian level surgically due to the infection. Therefore, the investigation can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2024). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.